Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.